Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed a message indicating the voltage was too low for the projected remaining capacity. Boston scientific technical services (ts) discussed replacing the device. No adverse patient effects were reported.

Event description:
Additional information was received indicating the patient present to the emergency room with symptoms of heart failure. The patient was to be scheduled for cardiac resynchronization therapy defibrillator (crt-d) implant. It was then noted the device had eroded through the skin due to infection. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
The device was retained by the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.